Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery and priming tests. The motor passed the motor test and there was no motor error alarm. The drive support disk was inspected and there was no anomaly. There was no excessive no delivery alarm. The insulin pump was received with scratches on the lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call high blood glucose, cosmetic damage and motor error alarm on the insulin pump. Customer's blood glucose reading was over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced nausea and frequent urination as a result of high blood glucose. Customer treated their high blood glucose with the insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump had a cracked battery compartment and reservoir compartment. Customer believed the damage occurred from replacing the battery and reservoir. Customer advised there were 2 air bubbles which resulted in gaps of space. Troubleshooting for cosmetic damage was performed. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.